Event description:
It was reported that the patient's right atrial (ra) lead had high capture threshold. It was noted that the threshold had been high since the patient had a heart bypass surgery over seven years ago. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.